Event description:
Report of independant rate change: customer contact states the pt was in the hospital to rule out a myocardial infarction. The customer contact reports that heparin was being started at 37.5ml/hr. According to the customer contact the pump was set for 37.5ml/hr and the "rate changed to 75ml/hr" independently. The customer contact noticed that the secondary had not been "zeroed out", so customer "zeroed out the secondary" and reset the primary for 37.5ml/hr. The customer contact stated that there was nothing connected to the secondary port. According to the customer contact, customer restarted the pump and the rate went up to 75ml/hr "on its own". According to the customer contact, customer reset the primary rate for 37.5ml/hr again, and when customer restarted the pump, the rate "went up to 99ml/hr on its own". Customer replaced the pump at this point. The customer contact reports customer was with pt the entire time, and reports no adverse pt event or harm. The customer contact states the only intervention was to change the pump. Though requested, no further info was available.